Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is the final report.

Event description:
The user reported intermittent sound perception since april 2019, having some auditory benefit. However in may 2019 the user stopped hearing and has no auditory benefit at all. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported intermittent sound perception since (B)(6) 2019, having some auditory benefit. However in (B)(6) 2019 the user stopped hearing and has no auditory benefit at all. In (B)(6) 2018, the parent reported that the child had ear discharge and was operated as the tm was ruptured of the right ear. Re-implantation is considered.